Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mid right coronary artery. The lesion was predilated with 2.00 and 2.50 non-compliant balloons and a 2.75 x 48mm synergy xd drug-eluting stent was then advanced for treatment. Imaging revealed a suspected edge dissection and the patient experienced chest pain. An additional stent was deployed to seal the dissection and complete the procedure. The patient was stable post-procedure and fully recovered.

Manufacturer narrative:
E1 initial reporter address: (B)(6).